Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose reading of 356 mg/dl several hours after a supply change while using the ilet, and the device displayed 14 units of insulin on board; the discussion indicated that insulin may have been commanded but not effectively delivered due to a supply issue. Symptoms included elevated blood glucose. Outcomes included user-led troubleshooting and education with plans to replace supplies and monitor glucose, without hospitalization. Investigation included customer counseling on potential infusion or supply delivery issues and review of operational context. Investigation of this case revealed a suspected delivery issue related to infusion or supply integrity resulting in ineffective insulin delivery despite insulin on board. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.